Event description:
The customer reported to customer service that when she went to plug the power supply for her breast pump in, it started to spark and smell and the cord is cracked at the strain relief. No injuries were reported.

Manufacturer narrative:
A replacement power supply was sent to the customer. Attempts were made to contact the customer to get add'l complaint info and to follow up on product return. However, of the date of this report, contact with the customer has not been made and the power supply has not been received for testing/analysis. Sparking is indicative of at least one short in the dc cord. The product involved in the complaint was not returned for testing/analysis. Therefore, no conclusions can be made as to the cause of the event. Should add'l info or the original product be received, resulting in new, changed, or corrected info, a follow up report will be filed. As a result of CAPA (B)(4) which was initiated for pump in style transformer overheating/melting issues, a field action safety notification was initiated on 04/04/2011. Activities related to this notification are on-going.